Manufacturer narrative:
D9: date returned to mfg 5/30/2024. One device was returned for analysis. Visual inspection showed scratched lcd lens and a dso seal issue. Review of the event history log (ehl) showed multiple downstream occlusion alarms. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device failed downstream occlusion test. The event occurred during testing. There was no patient involvement.